Event description:
The customer reported that the error code displayed on the system.

Manufacturer narrative:
The ge service rep troubleshoot the system to the interconnect cable. He removed and replaced the hard drive, reloaded the system software, and continued troubleshooting system to ccd. He ordered a replacement ccd and installed the new ccd. Problem still exists. Checked software settings. Software not recognizing serial and bar code numbers. Reloaded software and flashed the nodes. Tested system, ok. System operates as intended.